Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation and review of available medical records.

Event description:
A peritoneal dialysis (pd) patient's husband contacted technical services on (B)(6) 2015 to report the patient's dialysis machine was not properly draining the patient. The spouse reported the patient was unable to drain but continued to fill solution, leading to a fluid leak from the patient's naval. Follow up was made with the pd patient's registered nurse (rn), who stated the patient had been previously hospitalized and underwent laparoscopic oophorectomy. The nurse stated the patient reported drain complication issues while dialyzing on (B)(6) 2015 and was unable to drain using the liberty cycler and attempted unsuccessfully to drain manually. Per pdrn despite the patient being unable to drain solution from the previous fill, the patient went on to manually fill additional solution, leading to the reported fluid leak from the patient's naval site. Per pdrn, the patient's reported naval fluid leak was from one of the surgical puncture sites created during the laparoscopic surgery. Per pdrn the patient was later taken to the hospital and admitted on (B)(6) 2015 for fluid overload. A temporary hemodialysis access catheter was placed while hospitalized, and per the registered nurse the patient's peritoneal dialysis catheter was no longer functioning. The patient began hemodialysis treatment on (B)(6) 2015 while hospitalized. Per pdrn the patient was discharged from the hospital on (B)(6) 2015 and was expected to continue hemodialysis treatments in-center. Per pdrn it was unknown if the patient was to revert modalities back to peritoneal dialysis. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by post market surveillance staff. Based on the 8 pages of medical records information it appears this (B)(6)-old female patient went to the emergency room due to a malfunctioning peritoneal dialysis catheter. The patient missed two peritoneal dialysis treatments as a result of the malfunctioning catheter. According to the physician discharge notes, the peritoneal dialysis catheter was not functional either because of bleeding that had created enough blood to occlude the catheter, or perhaps the omentum had come down to try and wall off the surgical site and has involved the catheter. It should be noted that the patient is status post bilateral salpingoophorectomy from (B)(6) 2015. The patient's husband stated the patient had to disconnect from the cycler because the cycler was not working correctly. The patient's husband stated the patient started to do manual exchanges but was not draining with the manuals either. The patient's husband stated that since the patient was not draining during manual exchanges, she started to manually fill and this led to patient becoming very swollen. The peritoneal dialysis catheter is not a fresenius manufactured device. Medical record documentation reveals that the cause of the patient's fluid overload was a malfunctioning peritoneal dialysis catheter and there is no documentation that indicates there is a causal relationship between the patient's liberty cycler and peritoneal dialysis solutions and the patient's fluid overload.

Event description:
Medical records were provided by the patient's dialysis center. Patient was a (B)(6)-year-old female who presented to the emergency department on (B)(6) 2015, due to peritoneal dialysis catheter malfunction. Patient had noticed that her peritoneal dialysis catheter was not working so she decided to come to the emergency department because she had missed 2 peritoneal dialysis treatments. Patient was admitted. Patient had a temporal intrajugular catheter placed for hemodialysis on (B)(6) 2015 and a perm cath placement on (B)(6) 2015. Patient received 3 hemodialysis treatments in the hospital and outpatient hemodialysis was arranged after discharge. Patient was discharged (B)(6) 2015.